Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk144 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle fell off the suture during use. It is unknown how the procedure was completed. There were no adverse patient consequences reported.